Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('7 days postop from my hysterectomy and salpingectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced depression ("depression"), anxiety ("anxiety") and mood swings ("mood swing"). The patient was treated with surgery (hysterectomy and salpingectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the depression, anxiety and mood swings was resolving. The reporter considered anxiety, depression, medical device removal and mood swings to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal, depression, anxiety and mood swing. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.